Event description:
It was reported that the detector was dropped, and it was not connecting to the system. The device was in clinical use and there was no patient or user harm.

Manufacturer narrative:
Reference ID: (B)(4). Digitaldiagnost r3.x is an x-ray unit for nearby controlled digital and conventional fluoroscopy and radiography. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 3.x indicating that detector was not connecting to the system. The device was in clinical use and there was no harm to patient or user. The field service engineer (fse) performed analysis and concluded that the detector had been dropped, which caused it to fail to connect to the system. Performed power cycle to the full system and docking system. The battery was removed, and the detector was reset. Attempts were made to connect the detector to the system using a backup cable, but it neither charged nor connected. The detector needs to be replaced. Detector replacement quotation was sent to customer. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).